Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station required full download to reactivate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station required full download to reactivate. A field service engineer confirmed that the station was offline due to a non-functional network port at the site, relocated the connection to a working port and performed a full database synchronization. The synchronization completed successfully, and the station was restored to an online and operational state. The system functioned as intended after the field service engineer repaired the device.